Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after the software of a real intelligence cori was updated from v.1.4.3 to v.2.0.1, when testing final stress with trials and final implants, program didn¿t seem to reflect what the surgeon felt was accurate. Stress was performed with an 11 mm poly trial, which the system determined to be lax 3 mm medially. The surgeon agreed with this and decided to increase his poly to a 12 mm to tighten the gaps. When stressed again, the baseline was reset, the system showed the knee more loose then before with the 11 mm. The procedure was completed robotically, without any delay. Patient was not harmed as consequence of this problem and no unplanned bone cuts were required.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team (crc-268). The reported problem was confirmed. On entering the combined planning stage, users initially view the ¿initial plan¿. Any modifications made during this stage defines a "user-defined plan." On the case review screen, any adjustments lead to the creation of the "final plan." However, when the user quits and resumes the same case and clicks on info button on bur selection screen, changes of the final plan aren't reflected in the case review screen. The review screen maintains the user-defined plan as the final plan. Factors that may have contributed to the reported symptom may have been associated with the subjectivity associated with post-op gap assessment. The software algorithms responsible for calculating the post-operative gap changed slightly between software versions 1.7 and 2.0, but both algorithms produce highly similar results and remain within performance requirements. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.